Event description:
It was reported that during a sleeve gastrectomy procedure, the device was firing malformed clips. Another like device was used to successfully complete the procedure without delay. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) batch # v95g02. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. In addition, tyvek packaging was returned along with the device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage, and with two conforming and two malformed clips inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although two returned staples were found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.